Event description:
It was reported that device entrapment occurred resulting in a worsened dissection. The 70% stenosed target lesion was located in the mildly tortuous and calcified coronary vessel. The opticross 6 hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of a possible left main (lm) dissection. Ivus was performed from the lm to left circumflex (lcx) and upon pull back, the catheter became stuck on the strut of a stent implanted in the lcx. The catheter was unable to advance or be withdrawn so the system was pulled as a unit. This resulted in the lcx stents being explanted, it was noted that the wire was also entangled in the stent, and the dissection worsening to involve the lm and left anterior descending artery. The lm was stented to successfully complete the procedure. The patient was stable and fully recovered.